Manufacturer narrative:
Service inspected the instrument and determined the valve, manifold kit (rohs) pn 7-77612-03 the likely cause and replaced the part. Part replacement resolved the issue. An instrument service history was reviewed and did not identify any contributing factors to the complaint and no further discrepant results were reported for (B)(6). Tracking and trending review determined no trends were identified for the part and for the instrument. The device historical analysis data for the part associated with the complaint did not identify any issues. Labeling was reviewed and adequately addresses the issue upon review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifiers: (B)(6).

Event description:
The customer reported false positive architect total b-hcg results for 3 patients. The following data was provided (reference range: less than or equal to 5.00 miu/ml = negative, greater than or equal to 25.00 miu/ml = positive): on (B)(6) 2020 sid (B)(6) = b-hcg result = 698.77 miu/ml; on (B)(6) 2020 (new patient sample) = b-hcg = < 1.20 miu/ml. On (B)(6) 2020 sid (B)(6) = b-hcg = < 1.20 miu/ml; on (B)(6) 2020 (new patient sample) = b-hcg= 248.97 miu/ml; on (B)(6) 2020 (new patient sample) = b-hcg= < 1.20 miu/ml. Additional information provided by the customer on 02nov2020: on (B)(6) 2020 sid (B)(6) = b-hcg initial result = 4078.34 miu/ml, repeat result = <1.2, <1.2 miu/ml. There was no impact to patient management reported.